Event description:
The customer's husband reported erratic readings on the customer's freestyle flash meter and the customer experienced symptoms of hypoglycemia. As a result, the paramedics were called and the customer was treated with a glucose shot. The customer ate raw sugar and drank juice to help alleviate their symptoms. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned, and an investigation is in process. A follow-up report will be filed once investigation results are available.